Manufacturer narrative:
(B)(6).

Event description:
It was reported hypotension and tia occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 21mm watchman laa closure device and delivery system were used. The patient's activated clotting time was within therapeutic range during the procedure. The closure device was implanted successfully and no air was ever noted in the watchman system confirmed by fluoroscopy. The patient's blood pressure decreased during the procedure. Norepinephrine was administered. After the implantation, the patient experienced hemiparesis. A computed tomography (CT) scan was performed, which was inconclusive. The patient was awake and responsive. The following day the hemiparesis was resolved. It was concluded that the patient experienced a transient ischemic attack (tia). The patient was fine and was discharged from the hospital.